Event description:
It is reported that the articular surface would not engage posterior/laterally. Surgeon needed another to be put onto the field and the new implant was implanted with no difficulty.

Manufacturer narrative:
Evaluation summary: the anterior portion of the device exhibits heavy deformation damage from the attempted implantation/explanation. The posterior retaining tabs of the device exhibit deformation damage which likely occurred due to mis-alignment during the initial implantation attempt. The device meets specifications as measured. A complaint history search yielded no additional complaints against this item/lot combination. Based on a review of the device and available info the cause for the reported issue appears to be mis-alignment during implantation. A nk-flex xl articular surface was returned with the complaint for review. The device history records were reviewed and found conforming; indicating the device was manufactured, inspected and packaged to specifications.